Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure, they were unable to deploy the filterwire. The physician prepped the stent in water. The filter didn't slide in and out very easily. He reinserted it back into the sheath and inserted it into the pt. They were unable to deploy the filter so they removed it. A second device was prepped and they experienced the same difficulty. The physician stated the filter looked "crumpled." So they completed the stenting without using a filter. The cath lab tech stated that "a clot went down the grafted vessel." The physician stated "the pt experienced a myocardial infarction (mi) and stent thrombosis (st) as a result of not using the filter." Medications were given and tombstone EKG showed the clot was still present. They made 3 passes with an export catheter and most of the clot was gone. The pt was discharged 2-3 days later. The pt condition is listed as "fine."